Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause was one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 20:28:33. During night drain cycle four, the patient's ultrafiltration reading was 1354 ml, indicating the patient drained 1354 ml more than their maximum programmed fill volume of 2200 ml. No additional information is available.